Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator was associated with a return of pain. Impedance levels were checked, and all electrodes were indicated as "do not use." Connections were shown to be bad and not connected, and it was not possible to make any programming adjustments. The plan is to revise the battery and/or leads to ensure they are properly connected and functioning to control the patient's pain level. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2025 14:29:25 cst pli# 10 product ID#: 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, h3. Analysis found that all conductors were broken 17.7cm from the distal end. All conductors were broken 18.5cm from distal end. Product type lead product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, h3. Analysis found that all conductors were broken at the injex anchor site 18.5cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins and lead replacement surgery scheduled (B)(6) 2025. Thus revealed all contacts were out of range when hooked up to a wens. The md replaced both the leads and ins.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 97791 serial# unknown, product type: accessory. Product ID: 97791, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.